Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer experienced an instrument with a broken pulley. The customer reported event has no report of patient injury. Advanced technical review (results): a review of the information associated with this event has been performed by post market qe. The following additional information was provided: there appears to be a mechanical indentation where the grip cable is channeled at the yaw pulley. There does not appear to be a broken cable in the photos provided.